Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion was located in a calcified unspecified artery. A 2.50x15mm maverick² balloon catheter was used for dilation. The balloon ruptured during the 1st inflation below the rated burst pressure. The balloon was removed inact. The procedure was completed with a different device. No complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The target lesion was located in a calcified unspecified artery. A 2.50x15mm maverick² balloon catheter was used for dilation. The balloon ruptured during the 1st inflation below the rated burst pressure. The balloon was removed inact. The procedure was completed with a different device. No complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the balloon material could not identify any tears or holes in the balloon. Using an encore inflation unit the balloon was inflated to its rated burst pressure. A vacuum was pulled and the balloon deflated fully with no resistance noted. The balloon was inflated and deflated, three more times and on each occasion no leaks or loss of pressure was noted during the inflation process. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Manufacturer narrative:
(B)(4).